Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the shock lead impedance measurements for this ventricular defibrillation lead have increased and fluctuated between 119 and greater than 125 ohms. A nips study was performed which verified the lead and system integrity. However, shocking lead impedance measurements of greater than 125 ohms were detected again on this lead. No adverse patient effects were reported and records indicate that the lead remains in service.